Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was exhibiting premature battery depletion behavior. In addition, the patient received three inappropriate shocks, and numerous anti tachycardia pacing (atp) was delivered. A device interrogation was performed, and estimated 10 months of remaining battery longevity. However, two days later, the device was interrogated again as the patient thought he received further therapy. A decrease in the battery's longevity was observed, and the estimated longevity showed 7 months remaining (no treated episodes; only short bursts of non-sustained ventricular tachycardia (nsvt). An additional device interrogation was performed just a few days later, and the battery longevity had depleted further to show 4 months remaining, despite no further therapy. A copy of device memory was saved and submitted to boston scientific technical services for review. Engineering review of device data found that the device power consumption matches the estimated power consumption from the battery calculator. The higher power level is being caused by the output settings of the left ventricular (lv) lead (competitors device). The recent shock therapy caused a decrease in the device longevity due to the charges. The device is in the last phases of life, and it set the less than one year remaining battery status on (B)(6) 2019. The device reverted back to bol (beginning of life) and then set the less than one year remaining status again on (B)(6) 2019. Since that time, the device delivered several shocks which further decreased the longevity. The longevity estimate of 4 four appears to be correct. This device remains implanted. No adverse patient effects were reported. Additional information: several requests were submitted to the field representative for further information regarding this event. No further information was provided.

Event description:
It was reported that this device was exhibiting premature battery depletion behavior. In addition, the patient received three inappropriate shocks, and numerous anti tachycardia pacing (atp) was delivered. A device interrogation was performed, and estimated 10 months of remaining battery longevity. However, two days later, the device was interrogated again as the patient thought he received further therapy. A decrease in the battery's longevity was observed, and the estimated longevity showed 7 months remaining (no treated episodes; only short bursts of non-sustained ventricular tachycardia (nsvt). An additional device interrogation was performed just a few days later, and the battery longevity had depleted further to show 4 months remaining, despite no further therapy. A copy of device memory was saved and submitted to boston scientific technical services for review. Engineering review of device data found that the device power consumption matches the estimated power consumption from the battery calculator. The higher power level is being caused by the output settings of the left ventricular (lv) lead (competitors device). The recent shock therapy caused a decrease in the device longevity due to the charges. The device is in the last phases of life, and it set the less than one year remaining battery status on 09-sep-2019. The device reverted back to bol (beginning of life) and then set the less than one year remaining status again on 20-nov-2019. Since that time, the device delivered several shocks which further decreased the longevity. The longevity estimate of 4 four appears to be correct. Subsequently, this device was explanted, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned energen crt-d was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was not recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued a field safety notice regarding a subset of cognis/teligen devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the low voltage capacitor advisory population however, this capacitor behavior can still occur in non-advisory devices. The clinical observations of inappropriate shock, and pacing issue could not be confirmed.

Manufacturer narrative:
The device currently remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use, the patient received inappropriate shock, atp (anti-tachycardia pacing). Additional information from the field indicated that there were only subtle changes to the lv-left ventricle output or shocks received by the patient. A generator change is scheduled in the future. No adverse effects were reported.

Manufacturer narrative:
This device was received for analysis, and the investigation is currently in progress. A supplemental report will be submitted when the investigation is complete.

Event description:
It was reported that this device was exhibiting premature battery depletion behavior. The patient received three inappropriate shocks, and numerous anti tachycardia pacing (atp) was delivered. A device interrogation was performed, and estimated 10 months of remaining battery longevity. However, two days later, the device was interrogated again as the patient thought he received further therapy. A decrease in the battery's longevity was observed, and the estimated longevity showed 7 months remaining (no treated episodes; only short bursts of non-sustained ventricular tachycardia (nsvt). An additional device interrogation was performed just a few days later, and the battery longevity had depleted further to show 4 months remaining, despite no further therapy. A copy of device memory was saved and submitted to boston scientific technical services for review. Engineering review of device data found that the device power consumption matches the estimated power consumption from the battery calculator. The higher power level is being caused by the output settings of the left ventricular (lv) lead (competitors device). The recent shock therapy caused a decrease in the device longevity due to the charges. The device was showing less than one year remaining, and reverted back to beginning of life (bol), and reverted back again to showing less than one year remaining. Since that time the device delivered several shocks which further decreased the longevity. The longevity estimate of 4 four appears to be correct. No adverse patient effects were reported. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device has been returned for analysis. The investigation is currently in progress.